Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2017; 5076-52 lead, implanted: (B)(6) 2007. Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a lead alert occurred due to high right ventricular (rv) lead rv coil impedance. It was further reported there was fluctuating impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.